Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing. The implantable cardioverter defibrillator was post paced t-wave oversensing on the ventricular lead. The patient was asymptomatic to the event and did not receive any therapy during the oversensing. The oversensing was noted on stored electrograms. Some of the electrograms showed morphology changes and questionable capture during bi-v pacing. Programming changes were made to increase the sensitivity. The patient was stable throughout.